Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) shock impedance measurements, above 125 ohms. Technical services (ts) recommended reprogramming options. No adverse patient effects were reporter. This lead remains in service.